Event description:
It was reported to boston scientific in 2007, that a customer encountered a coil problem. According to the customer: "physician tried to push the coil (device in question) through the non-bsc catheter inside the aneurysm. The position of the coil was not perfect, so he decided to pull it back and afterwards to reposition it. While pushing the coil the second time, he felt friction and removed the coil again. The inspection showed that the coil was stretched. The aneurysm was filled with several other coils without any problems." Follow up info received: pt condition before treatment was really bad, pt had a serious edema. The first coil could not be placed easily and was repositioned. Heavy resistance and friction was felt. The coil was removed a second time and a knot was noticed. Meanwhile, the pt developed thrombus and was treated with reopro. The aneurysm was filled with several other coils successfully. After treatment, pt went to intensive care where drainage took place. After several hrs, the pt died. In the opinion of the physician, the event was not product related but related to the condition of the pt. Cause of death was stated as serious edema.

Manufacturer narrative:
Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.